Manufacturer narrative:
We have sent the complained and received va locking screw to the responsible product manager for investigation. The investigation of the complained article shows that the head thread is badly damaged. We assume that this damage occurred to the application of too much force with the screw driver. We strongly recommend to follow the operation guide and to use the torque limiter 0.8nm, 511.776 for to final tighten the locking screw. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Unfortunately we did not receive the article (B)(4),, so we are not able to make a reliable investigation. No product fault could be detected.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, the surgeon was inserting a screw into the most distal hole on the articular surface for the styloid process with a guiding block attached to the plate and the screw did not lock but went through the plate. The surgeon initially inserted the screw and decided the screw was in an incorrect direction. He removed it and during re-insertion the screw did not lock. This report is #2 of 2 for the same event.